Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73a1800246 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the first clip got broken at the hinge when the user tried to ligate it. The second clip was also broken. Therefore, a new cartridge of clips was used instead. No clip fell in the patient.

Event description:
It was reported that the first clip got broken at the hinge when the user tried to ligate it. The second clip was also broken. Therefore, a new cartridge of clips was used instead. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned two halves of two loose clips from cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was not returned. The loose clips were visually examined with and without magnification. Visual examination of the loose clips revealed that both clips were broken in half at the hinge. Both clips were the halves of the clips with the hooks. The halves of the clips with the pierced bosses were not returned. The loose clips appear used as there is biological material present on the cartridge. R & d was consulted , and it could not be determined exactly how or what caused the clip to break in half at the hinge. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clips broke at ligation" was confirmed based upon the sample received. Two loose clips were returned broken in half at the hinge. The cartridge was not returned. R & d was consulted , and it could not be determined exactly how or what caused the clips to break in half at the hinge. Although the root cause of this complaint issue could not be determined, a CAPA has been previously opened to further investigate issues related to clip breakages.